Event description:
The bronchovideoscope was returned to the service center with a report of leakage. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, error e315 was found. Additionally, the plastic distal end chipped and the image did not display. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the plug unit and baseboard failure. Reasonably known information suggests probable causes such as component damage or degradation resulting from some form of stress. The most likely cause of the complaint is anticipated to be a predictable or random component failure, rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.